Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while loading multiple cartridges with 250 units of insulin, the customer received multiple minimum fill notifications. The customer was unable to successfully load a cartridge. Blood glucose was 219 mg/dl. The customer reverted to using insulin injections for insulin delivery. Tandem clinical diabetes specialist attempted to contact the customer multiple times; however the customer did not reply.